Event description:
It has been reported by the customer that the hanger bar for lifting patients on the maxi move has a failed fixing bolt on the right hand side. The bolt, which is internally welded, has suffered a sheer stress fracture at the weld (severed). Unit was still in use when the breakage was discovered by the manufacturer engineer. No injury reported to pt or the staff. Hoist removed from service, pending investigation.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo hospital equipment (B)(4). Please note that while this product is no longer mfg, previous medwatch reports for this product may have been submitted for the mfg site arjo med. (B)(4) ltd. As of (B)(6) 2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4) and any medwatch reports will be submitted. (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.